Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3888-45, lot# j0555113v, implanted: (B)(6) 2005, product type lead; product ID 3888-45, lot# j0555113v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported the patient had fallen a lot because their knees ¿go out.¿ patient¿s right knee gave out and the patient fell and hit their left side. The patient saw their physician and it was noted everything was ¿fine.¿ the physician did not do an x-ray. A few days prior the patient had turned their head to the left and heard a ¿pop¿ and had a sharp pain from the base of their skull to the top of their head. It was noted the patient no longer felt stimulation after this. It was also reported that stimulation was turning off. There was a problem with the patient programmer. There was no ¿beep or medtronic splash¿ screen. It was noted the patient had not dropped or gotten the programmer wet. Follow up reported the stimulator was ¿dead¿ the depleted battery resulted in no stimulation. Patient had not been scheduled for a replacement.